Event description:
It was reported that while stimulation is on, there are cognitive changes and a shocking sensation that travels through the pt's entire body. The pt indicated this occurs when near telephone poles/electrical wires and when playing 'play station 2'. The pt indicated the device sometimes turns on spontaneously and shocking occasionally occurs when the ins is turned off. The pt is feeling anxiety and buzzing in their head when the stimulation is on making it difficult to think. There is a metal taste in their mouth and numbness on the left side of their face and down the left leg. There is lack of control of the left leg. The pt has not had the device checked in 3 years; the pt cannot locate their original md, however, they have had reprogramming in the past. Additional info has been requested; a follow-up will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4). Metal taste in mouth, lack of leg control.